Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath into the patient, air was drawn in the syringe during first aspiration. Infusion pump at 20cc/h was used. Guidewire was at the position where the tip protruded or aligned when air was seen. The procedure was completed successfully by using a different device (same model, boston scientific product). Patient outcome is unknown. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Manufacturer narrative:
Update to b5.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath into the patient, air was drawn in the syringe during first aspiration. Infusion pump at 20cc/h was used. Guidewire was at the position where the tip protruded or aligned when air was seen. The procedure was completed successfully by using a different device (same model, boston scientific product). Patient outcome is unknown. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath into the patient, air was drawn in the syringe during first aspiration. The procedure was completed successfully by using a different device (same model, boston scientific product). Patient outcome is unknown. The product is expected to be returned.